Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an episode of diabetes ketoacidosis because his body didn't absorbed the insulin. The blood glucose was unknown. The customer advised to consult health care professional for changing infusion set. No further information was given. The device will not be returned for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.